Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On february 10th, 2020, olympus medical systems corp. (Omsc) was informed that during endoscopic ureteral stones of the subject device, the instrument channel of subject device clogged. The procedure was completed using another device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc has confirmed this phenomenon. As a result of component analysis, the foreign matter in the instrument channel was found to be phosphate. Phosphate is contained in chemical solutions such as buffers, but it was not possible to identify it. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.